Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 728845007. Model/catalog description: balloon. Unique identifier (UDI) #(B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 724578008. Model/catalog description: pump. Unique identifier (UDI) #(B)(4).

Event description:
It was reported that the patient with this device experienced recurrent urinary incontinence and urethral atrophy. The physician believed that the atrophic urethra prevented the cuff from providing adequate compression to keep the patient dry. As a result, the device was explanted and replaced, with the new cuff positioned at a different location on the urethra to achieve better coaptation. There were no device issues and not further patient complications were reported.